Manufacturer narrative:
Follow-up #1: date of submission: 07/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2016 with the following findings: a review of the black box indicated a call service 076 alarm had occurred. The complaint of the rewind step not stopping was duplicated on investigation. The pump casing was opened and a frozen motor drive assembly was observed. Investigation determined that there was a mechanical assembly fault.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 76 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.